Manufacturer narrative:
A consumer reported that she used the solution in a flat lens case rather than using the special lens case with neutralizing disc that was provided. Patient experienced burning, pain, redness, and discomfort in her left eye after using the solution once. Patient visited two doctors on two separate days. Patient visited first doctor on (B)(6) 2016 and was diagnosed with chemical keratitis in her left eye. Doctor instructed patient to purchase over-the-counter medications including refresh optive eye drops, systane ultra eye drops, and an otc sterile lubricant eye ointment. Doctor attributes event to misuse of product. Patient followed-up with second (and separate doctor) on (B)(6) 2016 and was diagnosed with a corneal burn/chemical burn. Doctor prescribed tobradex ophthalmic ointment and tobramycin/dexamethasone suspension drops. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported the patient recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported that she used the solution in a flat lens case rather than using the special lens case with neutralizing disc that was provided. Patient experienced burning, pain, redness, and discomfort in her left eye after using the solution once. Patient visited two doctors on two separate days. Patient visited first doctor on (B)(6) 2016 and was diagnosed with chemical keratitis in her left eye. Doctor instructed patient to purchase over-the-counter medications including refresh optive eye drops, systane ultra eye drops, and an otc sterile lubricant eye ointment. Doctor attributes event to misuse of product. Patient followed-up with second (and separate doctor) on (B)(6) 2016 and was diagnosed with a corneal burn/chemical burn. Doctor prescribed tobradex ophthalmic ointment and tobramycin/dexamethasone suspension drops. Patient followed-up with second doctor one week later and doctor noted that eye had recovered. Second doctor also attributed event to misuse of product.